Event description:
It was reported that they called to state that arctic sun device was not cooling. Discussed with them that there was an open wo for a tank harness repair. They stated it had been performed by a colleague last month. A look at the csv files showed the device was cooling sufficiently during a therapy in may. Suggested them check the chiller power cables and mixing pump cables to ensure they were reconnected correctly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state that arctic sun device was not cooling. Discussed with them that there was an open wo for a tank harness repair. They stated it had been performed by a colleague last month. A look at the csv files showed the device was cooling sufficiently during a therapy in may. Suggested them check the chiller power cables and mixing pump cables to ensure they were reconnected correctly. Per sample evaluation results on 29oct2024, it was reported that the device slow to autofill. Tank seals lifted and outer shell needed replacement. Per follow up information received via task on 30oct2024, no patient involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. Device slow to autofill. Tank seals lifted. Outer shell needed replacement. Serviced circulation pump. Replaced heater, manifold o-rings, drain valves, tank tubing, tank seals, outer shell with louvers. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.